Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the sponge was fully separated from the cap. The reported condition was verified. The cause of the condition was due to a shipping distribution issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of three (3) minicaps were separated from the cap. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.